Event description:
It was reported that (1) cdh29 was used during a gastric "lar" procedure. It was reported by the rep that one of the residents fired the cdh29 only half way and never completed the firing cycle. The staples came out but did not form. The surgeon completed the case by using the anvil from the original instrument and use a new cdh29 on the rectal stump. This time the surgeon fired the stapler and the case was completed without incident. There was no consequence to pt.